Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to the device would not inflate with his inflatable penile prosthesis (ipp). It was reported that the left cylinder had a hole. The onset of this patient's inflation issues was 6 months ago. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The patient status following the surgery was okay. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.